Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion and pre-fill test reservoir filled with diluent, and connected to a new infusion set. Analysis installed reservoir and connector into an insulin pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion was reservoir not occluded and air bubbles. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's mother reported that the reservoir had large air bubbles. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 471 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother performed plunger push and the insulin did exit. The customer's mother performed fixed prime and manual prime after plunger push and the insulin did exit. The customer's mother stated that the insulin was stored at room temperature. The reservoir will be returned for analysis.